Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "after blood collection, the customer noticed that there was a crack on the tube."

Event description:
It was reported when using the bd vacutainer® edta 2k there was a cracked tube. The following information was provided by the initial reporter. The customer stated: "after blood collection, the customer noticed that there was a crack on the tube.".

Manufacturer narrative:
H.6. Investigation: bd japan received one used samples and 3 photos for investigation. The photos were reviewed and the indicated failure mode for damage to the tube was observed. Additionally, the customer samples were evaluated by visual examination and the issue of damage- scratch on the tube was observed. Additionally, 80 retention samples from bd inventory, were evaluated by visual examination and the issue of damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damage on the tube. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.